Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a connection issue. The report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) stated he accidentally disconnected from the patient line. The technical service representative (tsr) assisted the hp in ending therapy on the machine. The hp confirmed to restart with new supplies. On (B)(6) 2010 product surveillance spoke with the home patient's (hp) wife who stated this incident was an accident and unintentional. The wife further stated there was nothing wrong with the product. The wife confirmed her husband was doing fine with therapy. No additional information was available.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
Pt was revised to address dislocation.